Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was process residue on a capacitor, designator c157, located on the analog pcb assembly. The process residue on c157 caused the analog pcb's bias2 voltage to be very low, which prevented the ECG preamp from properly detecting a patient load. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it behaved as though a patient load was connected and gave a shock advised prompt despite no therapy cable or patient load being connected to the device.  When the device was then connected to a defibrillation analyzer via a therapy cable, the device could not detect the test load and continually prompted to "connect electrodes."  As a result, defibrillation therapy would not be possible if it were necessary.